Manufacturer narrative:
A review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. The trend review shows that there is no significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient presented with an epithelial scratch on the same day of initial treatment on the left eye (os). Trace diffuse lamellar keratitis (dlk) and epithelial ingrowth was observed on the left eye (os) at the 1-day post-operative exam. The patient¿s chief complaint was of feeling irritated, foggy. The surgery center reported the patient experienced loss of best corrected visual acuity (bcva). The ingrowth was removed without complications at week 1 of the post op exam. In addition, topical steroid dosage was increased to resolve symptoms. The surgery center reported the symptoms have been resolved. Bcva from (B)(6) 2017: right eye pre-op 20/20 -2.75 x -.75 x 105, left eye pre-op 20/20 -2.50 x -.75 x 94. Bcva from (B)(6) 2017: right eye post-op 20/20, left eye post-op 20/25. Bcva from (B)(6) 2018: right eye post-op 20/20 .25 x -.25 x 43, left eye post-op 20/20 .00 x .00 x 90.